Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported pump turned off. There are several 'improper shutdown!' Messages evident in the log, but a majority of these events are associated with the pump battery being removed and reinstalled. Evaluation observed depressed contact pins on rear case as assignable cause for the allegation as depressed pins prevents proper battery and pump integration, with battery resultantly receiving no charge and dying while pump is in operation. The contact pins were cleaned to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. There are several 'improper shutdown!' Messages are evident in the log, but a majority of these events are associated with the pump battery being removed and reinstalled. Evaluation observed during visual inspection was found a depressed contact pins on rear case. The device was found within specification in relation to the reported pump turned off. Evaluation determined that the contact pins was cleaned to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a battery alert and turned off. There was no patient involvement. No additional information is available.